Manufacturer narrative:
(B)(4).

Event description:
It was reported that, upon completion of stage one of the device trial implantation, the pt was taken to the intensive care unit (ICU) to recover. The pt's physician stated that the pt was brought to the ICU, rather than the usual post-operative recovery area, due to the pt's unusual breathing pattern caused by a low level of oxygenation. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.